Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they developed gingivitis and was forced to undergo an emergency dental implant extraction. That procedure led to a chipped tooth, additional damage, and further dental care expenses-all while following the treatment plan byte provided. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.